Manufacturer narrative:
The products are not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead triggered the lead safety switch (lss) due to an impedance measurement of less than 200 ohms. The patient was to be seen in the clinic for further evaluation of the rv lead; however, the patient rescheduled the appointment twice and it was not known when the evaluation would take place. Boston scientific received additional information. A procedure was performed where the complete system was abandoned and a new pacemaker, right atrial (ra) lead, and right ventricular (rv) lead were implanted. The cause of the low impedance measurement was not determined. No additional adverse patient effects were reported.